Event description:
Device implanted in 2000. Event two days later. Event reported to guidant june 16, 2000. Successful implanting of the graft in a nonsurgical pt. Access was via bilateral conduits. Pt exhibited lots of occlusive disease on the left side. That is suspected to be the origin of the problems. Vasculature of the pt could not be accessed via the internal iliac on right or left. The left external iliac was occluded, and the right side access would not allow for the device to be advanced. Bilateral retroperitoneal incisions were made and two 8mm meadox hemashield gold tube grafts were sewn into the commons (end to side). Once access was made, the device advanced. 180 degree wire wrap noted and resolved in-vivo. Device advanced without incident and all attachment sites were deployed without incident. Two 9 x 4 meditech xxl balloons were used to set hooks and iron out limbs. The right side conduit was sewn into the external iliac. On the left side, an ilio-fem bypass was conducted. To get proper flow on the pt, the physician did a fem-fem crossover. Final angio looked great. Pt was recovering from the repair. Approximately two days later pt had symptoms of infracted bowel and presenred paraplegia. Physician believes that the loss of collateral flow due to the fem-fem bypass was responsible for the low blood supply to the bowel. The paraplegia may have originated from reduced flow due to the blocking of the lumbar arteries. Pt expired may 19, 2000.